Manufacturer narrative:
Qn#20042650. The device has not been returned for investigation.

Event description:
There are holes in the catheter balloon and it is deflating.

Event description:
There are holes in the catheter balloon and it is deflating.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore , a DHR review could not be conducted. There was no sample returned for further investigation. As our own initiative, simulation test was done using representative sample from complaint sample (B)(6). There was no sample returned from complainant therefore further investigation could not be conducted to find out the real root cause of the leak as reported. From simulation test, no abnormality found on the representative sample from complaint (B)(6). Therefore, complaint could not be confirmed.